Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010; however, the time is unclear. A few minutes prior to the alleged issue, the patient claimed she was vomiting, shaking, had blurred vision, felt tired and weak, and nauseous. It is not known, however, what the patient's last blood glucose result was prior to the onset of her symptoms and it is also not known what action, if any, the patient took in response to the reading. According to the csr's documentation, the patient arrived at the emergency room (ER) at approximately 8pm. At an unknown time, the patient obtained blood glucose results of "138 mg/dl" with a lifescan meter and "50 mg/dl" on the ER/hospital meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Immediately following the alleged issue, the patient indicated she was given IV fluids; however, it is not specified if the patient received any additional treatment during her time in the ER. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required medical intervention from a health care professional after the alleged issue began.